Event description:
During the procedure, air leaked when exchanging the mapping catheter for a guidewire through the sheath. St elevation was observed in the inferior leads. The procedure was then canceled. Later, the patient's level of consciousness did not recover as cerebral infarction was suspected. Nitroglycerin was administered and cerebral vascular CT and MRI scans were performed.

Manufacturer narrative:
An event of an air leak, st elevation and cerebral infarction were reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.